Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. Customer was advised that site may have been occluded. Customer was advised to change entire infusion system and return set for analysis. Customer was advised that we will need to replace infusion set and monitor blood glucose and pump.